Event description:
Headache was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced a localized headache with an onset date of (B)(6) 2020 which was unlikely related to the procedure and device. Additional information received noted that the patient had occlusive thrombus before the study. The patient had received coils, which were advanced to the right m1 mca. Afterwards an angiogram showed a partially occlusive thrombus in the right m2 inferior division. As a result single pass combined stent retrieval and aspiration was performed with complete recanalization of the right m2 branch. The device related to the study was then implanted successfully. It was also reported that the patient experienced procedure related small non flow limiting dissection flap noted at the right distal cervical ica, as well as procedure related ¿urosepsis¿ for which patient was re-hospitalized (B)(6) 2020. The patient also experienced paraesthesia in the left limbs which were noticed after the study procedure. CT on (B)(6) 2020 was normal, with no evidence of ischaemia on the perfusion study. Additional information received noted the patient's dissection has a casual relationship to the procedure and the patient is recover ing/resolving. The patients paresthesia has a possible relationship to procedure and device. The thrombus has a causal relationship to the procedure. Additional information received indicated the localized headache was assessed to be not related to the device or procedure. Additional information was received. It was adjudicated that septicemia had causal relationship to the procedure, not related to the device and dual antiplatelet therapy.